Event description:
It was reported that a patient presented in clinic on 28 sep 2022 with noise that resulted in oversensing on their right ventricular lead and were picked up as high ventricular rate and premature ventricular contraction episodes. No intervention was reported, and a decision was made to monitor the lead. The patient was stable throughout.